Event description:
It was reported that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to possible end of service. Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that the patient was having spells where she would be unconscious and ¿tip over¿ in the last few months. The patient was having daily typical seizures which included sudden intake of breath and a jerk of the upper body followed by several seconds of being ¿out-of-it.¿ the patient¿s seizures did not increase in frequency or duration. The neurosurgeon indicated that the patient¿s ¿tipping over¿ spells have been worrisome for vns end of service. Additional information was received stating that the patient was experiencing atonic seizures which she had experienced prior to vns. The patient had history of changing seizure types prior to vns. The patient underwent surgery not to preclude a serious injury. There was not change in seizure duration, post-ictal period, or aura type. No programming changes, medication changes, or other external factors preceded the onset of the change in seizure pattern. Since generator replacement surgery, the patient¿s atonic seizure had decreased. Further follow-up revealed that the seizure events were brief and were not disruptive except for the patient¿s motor skills. The neurologist stated that the patient¿s device had low battery and seemed to fail. The explanted generator was returned to the manufacturer for analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No eri flags were identified during the analysis.